Event description:
Customer's family member called to report the pt had high bgs for several days. It was stated that the family member was checking inside the pump and noticed the reservoir was leaking. Device was not dropped, bumped, or exposed to moisture, but the pt rolled over on the pump during the night. Also it was stated that it was a crack in the reservoir just behind the luer neck. Bgs were treated with manual injections.